Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved when using a 5f exoseal vascular closure device (vcd). There was no reported patient injury. The vcd was being used for hemostasis in a percutaneous transluminal angioplasty procedure. The instructions for use were followed. Additional information was requested but not provided. The device is available for evaluation.

Manufacturer narrative:
As reported, hemostasis was not achieved when using a 5f exoseal vascular closure device (vcd). There was no reported patient injury. The vcd was being used for hemostasis in a percutaneous transluminal angioplasty procedure. The instructions for use were followed. Additional information was requested but not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned and found inserted in the received unit. The indicator window was observed in the black/white and red position. No additional anomalies were observed during this visual analysis. A high magnification evaluation was performed to examine the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿plug inability to achieve hemostasis¿ was not observed on the returned device due to the nature of the event. Without procedural images, patient related events cannot be properly evaluated as patient events cannot be duplicated in the lab. There were no anomalies noted on the device. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.